Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced a loss of consciousness during the night due to hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. Patient reported he became violent and injured his partner in bed without any recollection and/or memory of the event. He stated he was in ketosis when he awoke the next morning. Upon review of his pod, he found that the pod had separated from the adhesive pad causing the cannula to dislodge.